Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration') and menometrorrhagia ('menometrorrhagia'). In an adult female patient who had essure (batch no. 626911), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: menometrorrhagia and hypertension. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female") and complication of device insertion ("essure also placed in her cervix"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, left salpingo-oophorectomy and ablation). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, menometrorrhagia, pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device dislocation, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: 1 coil that was showing on both tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: medical record received: lot number was added, reporter information and medical history were added. Events: pelvic pain, menometrorrhagia and complication of device insertion added. On 23-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration') and menometrorrhagia ('menometrorrhagia'). In an adult female patient who had essure (batch no. 626911), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: menometrorrhagia and hypertension. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female") and complication of device insertion ("essure also placed in her cervix"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, left salpingo-oophorectomy, and ablation). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, menometrorrhagia, pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device dislocation, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: 1 coil, that was showing on both tube. Lot number#: 626911, manufacturing date: 2008-04, expiration date: 2010-03. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed and oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.